Event description:
I experienced nasal inflammation while using my recalled philip's CPAP as early as december, 2014. At the time, my symptoms of excessive daytime sleepiness, associated with my sleep apnea, started worsening. By 2017, I developed chronic nasal passageway inflammation and headaches. I was not able to use my CPAP effectively because the inflammation interfered with my ability to breathe through the mask. My excessive daytime sleepiness worsened and interfered with my ability to carry out job duties or leisure activities without falling asleep. My scores, as measured by the philip CPAP data collection system, averaged about 67 and I wasn't not able to use the device for a full night. I would awake, gasping for breath. Because I didn't fully benefit from the CPAP because of my nasal inflammation, my sleep specialist suggested that I use a nasal spray, which did not work. My excessive daytime sleepiness worsened and were indicated on checklists provided by my doctor during each visit. In 2021, before the recall of my CPAP, I continued to little benefit from using my CPAP and my nasal inflammation worsened. I developed inflamed nasal turbinates. They were enlarged to the point they were sticking out of my nostrils. I was prescribed an ointment to reduce them. I was unable to breath effectively using my CPAP. At the time, my sleep specialist, since retired, told me that there was nothing wrong with my machine, before he knew of the recall, so I continued to use my very old CPAP. Soon after I stopped using my philips CPAP, my nasal inflammation went away. My new sleep specialist prescribed a different CPAP, and my scores have been in the 90s, sometimes up to 100. I now benefit from CPAP treatment of my sleep apnea symptoms. However, my quality of life was diminished for many years until the change was made. This gives evidence that the chronic nasal inflammation and inflamed and enlarged nasal turbinates were caused by use of a defective philips c-pap. I can obtain my medical reports to document what I've shared here. I can provide medical documentation from my former sleep specialist and the ent clinic where I had my inflamed nasal turbinates evaluated. My name is (B)(6).